Event description:
An a1059 mayfield skull clamp was reported by the surgeon to be slipping. There was no pt injury involved with this report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.